Event description:
A malfunction on the pump was reported. There was no reported impact to the customer¿s blood glucose level as the severity was unknown. Technical support provided reset instructions, assisted the caller in resetting the pump, and advised continuing the pump's usage. The issue did not recur, and the caller was instructed to contact support again if it does.